Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had surgery which caused her blood glucose levels to be high. The customer's exact blood glucose levels are unknown. The customer's belt clip broke and a replacement was sent to her. The product is not being returned. Nothing further was reported.